Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents. The insulin pump was monitored for several days and no battery out limit alarm was noted. The insulin pump passed the functional testing and no moisture damage was noted inside of the insulin pump. The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 380 mg/dl at the time of the call. The customer stated that the buttons are sticking and the batteries are not working. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.